Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device has a black screen. There was no adverse patient impact reported.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. J7 was found damaged on this processor board. The available information is consistent with a malfunction of the processor pca. The cause was damaged j7.

Manufacturer narrative:
The failure analysis engineer has made a correction. J8 was found damaged on the processor board, not j7 as previous reported.